Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the ins was replaced due to erosion of the ins pocket. It was stated to berelated to the device or therapy, and not related to the implant procedure. The issue resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.